Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Also, the lead's screw was retracted which lead to manual traction and did not result in ease of lead removal. The product was explanted. No additional adverse patient effects were reported.